Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since last year, the patient was experiencing shocking and hurting when he was laying down, and noticed 'weird changes' in the back and it seems to be getting worse. Patient stated a manufacturer representative (rep) checked his implant told him the implant is getting to close to eos.